Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels when she woke up. The blood glucose reading was over 600 mg/dl. The customer stated that she checked her insulin pump and the basal rates were set to 0.0 units after her doctor had programmed the device the day prior. She treated by administering 12 units of insulin via manual injection. No symptoms of high blood glucose were observed, and the customer stated that nausea is the tell-all for her high blood glucose. Advised customer to drink water. The blood glucose reading dropped to 600 mg/dl after treatment. She reported that she had already performed the self test on the insulin pump and that she could not raise the basal rates due to the device basal max settings. Advised the customer to raise the basal max setting to 2.0 units and to monitor her blood glucose to ensure that she was within target range. Nothing further reported.